Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pelvic pain") in a 42-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic headaches and asthma. Previously administered products included for an unreported indication: yaz. Concurrent conditions included lower abdominal pain, dysuria, seasonal allergy and seborrheic dermatitis. Concomitant products included fluconazole (fluconazol), ibuprofen from 2(B)(6) 2013 , ketoconazole since 2004, minoxidil, minoxidil (rogaine), prednisone and progesterone since (B)(6) 2015. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced headache ("headaches") and migraine ("migraines"), 8 months 8 days after insertion of essure. In 2013, the patient experienced mood swings ("hormonal change/ hormonal changes describe: mood swings"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding/ abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced rash ("rash/ rashes") with pruritus. In (B)(6) 2014, the patient experienced alopecia ("hair loss") and hypersensitivity ("allergic or hypersensitivity reaction"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), abdominal distension ("severe bloating"), back pain ("back pain"), depression ("depression"), menorrhagia ("heavy bleeding during menstruation") and uterine pain ("lower uterus pain"). The patient was treated with estradiol (estrogen), hydroxyzine, ibuprofen, mepyramine maleate;pamabrom;paracetamol (pamprin), zolpidem tartrate (ambien) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, rash, menorrhagia, vaginal haemorrhage, migraine, dysmenorrhoea, fatigue, uterine pain and mood swings had resolved and the abdominal distension, back pain, alopecia, headache, depression and hypersensitivity outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, depression, dysmenorrhoea, fatigue, headache, hypersensitivity, menorrhagia, migraine, mood swings, pelvic pain, rash, uterine pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion details: procedures: the uterus was sound to 8 cm. The cervix was dilated to easily admit the hysteroscope. The uterine cavity was visualized and was found to be normal. Both tubal ostia were visualized. The essure device was placed in the r tube and 3 coils were noted. The left essure device was placed and 3 coils were visualized. The patient tolerated the procedure well and was awakened from anesthesia without incident diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: satisfactory placement of coils, full occlusion. Ultrasound abdomen - on an unknown date: results: evidence of cholelithiasis. Ultrasound pelvis - on an unknown date: results: unremarkable. Quality-safety evaluation of ptc: sample is not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 21-feb-2019: pfs received. Preferred term of event hormonal change was updated from hormone level abnormal to mood swings. Event added: allergic or hypersensitivity reaction. Event outcomes were updated. Treatment drugs were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: yaz. Concomitant products included ibuprofen from (B)(6) 2013 to (B)(6) 2013, ketoconazole since 2004 and progesterone since (B)(6) 2015. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, 8 months 7 days after insertion of essure, the patient experienced rash ("rash") with pruritus, headache ("headaches") and migraine ("migraines"). On (B)(6) 2015, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal distension ("severe bloating"), back pain ("back pain"), alopecia ("hair loss"), depression ("depression"), menorrhagia ("heavy bleeding during menstruation"), vaginal haemorrhage ("abnormal vaginal bleeding"), dysmenorrhoea ("dysmenorrhea"), uterine pain ("lower uterus pain") and hormone level abnormal ("hormonal change"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, abdominal distension, back pain, rash, alopecia, headache, depression, menorrhagia, vaginal haemorrhage, migraine, dysmenorrhoea, fatigue, uterine pain and hormone level abnormal outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, depression, dysmenorrhoea, fatigue, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, rash, uterine pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: satisfactory placement of coils, full occlusion. Quality-safety evaluation of ptc: sample is not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received:the event abnormal vaginal bleeding, migraines, dysmenorrhea, fatigue, lower uterus pain, hormonal change added,concurrent condition,concomitant medication added,reporters added incident . No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.